Event description:
Ethicon stapler fired first blue load but would not fire any subsequent loads. New stapler obtained and loads worked. Ethicon representative notified. No lot numbers are available for loads.